Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well after the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site and the ipg was unable to charge. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site and the ipg was unable to charge. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site and the ipg was unable to charge. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no course of action.